Manufacturer narrative:
Additional information: section h-4 (device mfg date) has been updated. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 sensor detached after 10 days of wear. As a result, on (B)(6) 2021, the customer experienced a loss of consciousness. The customer was provided sugar and something sweet by a non-hcp for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 sensor detached after 10 days of wear. As a result, on (B)(6) 2021, the customer experienced a loss of consciousness. The customer was provided sugar and something sweet by a non-hcp for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.